Event description:
Shooting straight shots - found during test fire prior to procedure.

Manufacturer narrative:
Complaint is confirmed for straight shots due to a small piece of wire being lodged in the secondary path. This can occur if the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.